Manufacturer narrative:
The product was returned for evaluation, and subsequent testing verified the complaint. The fitting receptacle in the back of the unit was broken causing the yellow light. Additionally, the power switch was defective causing the audible alarm not to function. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised testing unit and found yellow light comes on with o2 at 88.7 percent with no alarm with 11795 hours. As a unit with an o2 concentration at 88.7% is not expected to alarm, this event was not initially reported on. However, upon return evaluation, it was identified that the power switch was defective causing the audible alarm not to function.